Event description:
Procedure type: unknown. According to the reporter: after firing the eea31, the anvil of the device could not tilt. Surgical time was extended by more than 30 minutes.

Manufacturer narrative:
(B)(4).